Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, noise reversion and high ventricular rate episodes were observed. The noise was reproducible in clinic and caused ventricular pacing inhibition. The physician capped the lead on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the lead. The lead was not capped on (B)(6) 2019. This report notes the correct capped date of (B)(6) 2020.

Event description:
New information received indicated that during a right ventricular lead revision on (B)(6) 2020 upon opening the pocket, it was found that an insulation breach was noted on both the right atrial and right ventricular leads. Medical adhesive was applied to the ra lead and the rv lead was capped. The patient¿s condition was stable.